Event description:
The device was evaluated at the facility by a baxter representative for a reported condition of bad battery. During inspection of the device, a failure code 403 was found to have occurred in the event history.